Event description:
During an atrial flutter (afl) procedure it was reported that the catheter had an impedance rise during rf application. The catheter was withdrawn and there was char observed on the catheter tip. Impedance rose from 105 ohms to 200 ohms. 35 watts was being delivered with a flow rate of 15 cc/min. The catheter was replaced and the case was continued. The procedure was completed without any patient¿s consequences. Due to the char observed on the catheter tip, this makes this event a reportable event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During an atrial flutter (afl) procedure it was reported that the catheter had an impedance rise during rf application. The catheter was withdrawn and there was char observed on the catheter tip. Impedance rose from 105 ohms to 200 ohms. 35 watts was being delivered with a flow rate of 15 cc/min. The catheter was replaced and the case was continued. The procedure was completed without any patient¿s consequences. Due to the char observed on the catheter tip, this makes this event a reportable event. The returned device was visually inspected upon receipt and char was found on the catheter tip. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a cool flow pump test was performed and catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. However, catheter met manufacturing specifications.